Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the dirt on the lenses was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno videoscope had dirt on the lenses. There was no patient involvement.